Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited high out of range pacing impedances. It was believed that the ra lead had fractured. A lead revision procedure was performed where this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This ra lead was disposed of by the hospital.